Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) , 2012 due to elevated metal levels, pseudocyst, and chronic effusion. Additional clinical data received indicates that patient had total left hip arthroplasty on (B)(6) 2010. Subsequently, it was reported that patient had elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-01601 / 01602 and 2014-00788).